Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (30.0 mg/ml at 9.797 mg/day) and bupivacaine (4.0 mg/ml at 1.3062 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that the patient was in the ER(emergency room) reporting an 8476 (motor stall) code on his ptm (personal therapy manager) and experiencing withdrawal symptoms. The patient left the hospital ama (against medical advice) that day and the pump was not interrogated. On (B)(6) 2019, the pump was interrogated, and the pump logs indicated that the pump motor stalled on (B)(6) 2019 at 1:05 pm with a motor stall recovery the same day at 1:50 pm. The pump stalled again on (B)(6) 2019 at 9:32 pm with a recovery (B)(6) 2019 at 8:01 am. The pump stalled again on (B)(6) 2019 at 7:37 am with a stopped pump duration exceeded 48 hours message on (B)(6) 2019 at 7:37 am and then a motor stall recovery on (B)(6) 2019 at 11:50 am. The pump stalled again on (B)(6) 2019 at 7:21 with a recovery the same day at 8:08 am. It stalled again on (B)(6) 2019 at 3:01 am and recovered on (B)(6) 2019 at 7:18 pm. The pump was going to be replaced due to the multiple motor stalls. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the patient experienced a permanent motor stall. Per the event logs a motor stall occurred on (B)(6) 2019 at 3:12 am with a stopped pump duration exceeded 48 hours message on (B)(6) 2019 at 3:12am. A motor stall occurred on (B)(6) 2019 at 1:53 am with a stopped pump duration exceeded 48 hours message on (B)(6) 2019 at 1:53am, a motor stall recovery on (B)(6) 2019 at 7:32am, a motor stall on (B)(6) 2019 at 1:28 pm with a recovery at 11:05pm, a motor stall occurred on (B)(6) 2019 at 2:03 am and a recovery on (B)(6) 2019 at 12:30am, a motor stall occurred on (B)(6) 2019 at 2:42 am with a stopped pump duration exceeded 48 hours message on (B)(6) 2020 at 2:42am and a motor stall recovery on (B)(6) 2020 at 6:43pm, a motor stall occurred on (B)(6) 2020 at 7:49pm with a stopped pump duration exceeded 48 hours message on (B)(6) 2020 at 7:49pm. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was reported as telemetry and audible alarm. The pump was replaced and the catheter tested. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive no injury and no further complications were reported or anticipated.

Manufacturer narrative:
H3: analysis of the pump revealed pump motor gear train anomaly; corrosion and or wear and or lubrication; stall to shaft bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.